Event description:
It was reported that during an implantable cardiac defibrillator (ICD) implant, the high voltage (hv) set screws were fully screwed in and the lead pin could not be inserted. The physician unscrewed the set screws without difficulty and lead pin was inserted without difficulty. The ICD is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.